Event description:
It was reported that during an unspecified procedure of the circumflex artery the 3.5 x 28 mm xience xpedition stent delivery system (sds)was being used when the device proximal shaft was noted to be kinked and separated near the hub. There was no reported adverse patient effect. The sds was removed and a different sds was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch, the device was received. The device was kinked and not separated.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in one piece for analysis. The device was not separated. The kink was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.